Event description:
It was reported that the hcp did not implant a deep brain stimulation lead because, the lead tip was bent. The lead was inspected and not implanted. A replacement product was used. There was no patient injury.

Manufacturer narrative:
Analysis of the lead, model 3387s-40, lot v810118, found the distal end of the lead was bent at the 0 electrode, new out of the box. Continuity was acceptable and there were no shorts between circuits.